Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitants: (B)(6) 260-04-44 rbk cemented finned tray 4f/4t (B)(6) 244-02-04 h/f ps cem. Femoral size 4, left the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02859. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 5 years and 10 months post the initial left total knee arthroplasty, the patient was revised due to poly wear of the patella and of the tibiofemoral polyethylene. The components were loose. Everything was removed and the patient was revised to competitor devices. There was found to be a large effusion and extensive synovitis which required full synovectomy. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. X-rays were unable to be obtained. No device returns anticipated as they were disposed of by the hospital. Device images were provided. No further information.